Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hyperglycemia. The customer's blood glucose level was 480 mg/dl. The customer also reported blood at site. She also stated that she did receive a sensor updating/sensor glucose not available alert and calibration not accepted alert. The customer also reported that she did not bolus correctly. The insulin pump will not be returned for analysis.